Event description:
Additional information received reported the death was considered to be ¿absolutely not¿ related to the device or therapy.

Manufacturer narrative:
Concomitant products: product ID: 3387s-40, lot# va0405a, implanted: (B)(6) 2013, product type: lead. Product ID: 3387s-40, lot# va03x0t, implanted: (B)(6) 2013, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient committed suicide on (B)(6) 2014 and left no note.